Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 601, which was observed while running a loaded set. System error 601 was confirmed and caused by a failing input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 601. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). On 09/15/2016 it was observed that the evaluation information in the MDR is incorrect and a supplemental MDR will be required. The initial MDR stated that the input/output printed circuit board (I/o pcb) was found failing, when it should have stated the processor printed circuit board was found failing. The event problem and evaluation codes have been updated accordingly.